Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user stated she has been using a competitor's powder on her peristomal skin. The end user was educated on the crusting technique using stomahesive powder and barrier film. The end user was evaluated by her health care professional who prescribed nystatin powder to the peristomal region, but the end user has not yet used it. The end user was encouraged to begin the treatment with nystatin powder and the crusting technique. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.

Manufacturer narrative:
The product associated with batch 4c00730 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
An end user reported developing a rash under the barrier. The end user also stated she usually wears the product for 4 to 5 days and the rash has persisted on and off over the past 2 months.